Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) #, and other specific product information. If additional details become available, a supplemental report will be submitted. A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had its electrode become dislodged and entered the patients pocket, due to the patient's manipulating the electrode due to twiddlers syndrome. A revision was going to be performed but at this time, there is no indication it has taken place. This device remains in service. No additional adverse patient effects were reported.